Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient's controller was showing the stimulation amplitude was at 0 milliamps (ma) but the rep reported they had programmed the patient at a higher amplitude and the adaptivestim feature was off. It was noted the rep had oriented and set the position diary to on. No symptoms were reported. The rep checked the stimulation usage percentage, and it was at zero. Technical services said they did not have an explanation as to why the amplitude was at 0 ma. Regarding the stimulation usage, technical services told the rep to check the implant date for the ins because the usage should not be at zero. The patient wasn't available to check. The rep had to disconnect from the call so no further information could be obtained. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the cause was believed to be due to amplitude being reset to 0ma automatically when they oriented as. It was reported the issues have resolved.